Event description:
On (B)(6) 2013, wife reported patient's blood glucose decreased to 26 mg/dl at 3:58 p.m. She recognized hypoglycemic symptoms when he became shaky and dizzy and when his eyes rolled back. She gave him a soda and spoonful of sugar, and he later ate a grilled cheese sandwich. She reported he would not have been capable of self-treatment. No allegations were made against the infusion device or related products. She reported she "aggressively" treated hypoglycemia and that he has been sick for a long time due to chronic pancreatitis and prostate cancer. She also reported he is on "a lot" of medication and drank about 4 beers on the day of the event. His last blood glucose measurement before this event was 171 mg/dl at 12:31 p.m. She contacted his trainer, and the basal rates were decreased for all 24 hours. His blood glucose elevated to 276 mg/dl at 9:24 p.m. After he ate a full meal, and she delivered a bolus of 2.4 units. His blood glucose is usually in the 100's mg/dl. No product will be returned for evaluation, and he was sent complimentary adapters.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed.